Event description:
The customer obtained imprecise, positively biased vitros crbm quality control results (tdm pv iii results = > 20.0, > 20.0, 18.7, and 19.3 mg/ml vs. Expected result = 14.35 mg/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report of affected patient samples as the customer does not run patient samples when quality control results are outside of expected ranges. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that imprecise, positively biased vitros crbm quality control results were obtained while using the vitros 5600 analyzer. Patient samples were not known to be affected. An ocd field engineer performed service actions to multiple analyzer subsystems and performed related adjustments. Performance testing following service confirmed that the equipment was returned to expected operation. The assignable root cause is an instrument related issue. There is no evidence that the vitros crbm slides had malfunctioned.